Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to fsr damage by moisture. Unable to verify compromised force sensor system alarms due to motor error alarms. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube window. Insulin pump received with minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated that she was able to prime the insulin pump however, on second occurrence she got stuck in the prime/rewind loop. Advised customer the insulin pump would be replaced. No further information provided.